Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic ovarian cystectomy - "upon entry of the ctf73, located in the umbilicus; the surgeon had an initial tough time inserting the trocar due to the patient's stature. Access was gained and the case was underway. About midway through the case the surgeon switched from a 10 mm scope to a 5 mm scope. She was removing the scope and realized that the cannula had broken in half in the patient. The top portion of the trocar was removed and a larger incision was needed to remove the broken bottom half from the patient. All pieces were recovered from the patient." Intervention - "a larger incision was needed to retrieve the cannula from the abdominal wall." Patient status - "normal."

Manufacturer narrative:
Investigation summary: one (1) event unit and one (1) sterile sample was returned for evaluation. Upon inspection of the sterile unit, engineering noted no visible damages or defects. Upon inspection of the event unit, engineering confirmed that the cannula was broken near the middle of the shaft and found that a tab had broken off. The root cause for the breakage may have been due to the manufacturing process, which may have produced components more susceptible to damage. Applied medical has recently implemented process enhancements intended to further minimize the potential for this type of incident to occur. This document represents our final report.